Event description:
Consumer complaint of blood result reading of "lo". Customer does not feel ill, but is a little light headed. The customer does not require medical attention. Customer stated that her expected blood glucose range is 175mg/dl-250mg/dl. Customer ran a blood test in the morning and received a "lo". The strips are kept I the bathroom. Customer declined back to back blood test. Pulled last five results from memory. The time and date is not set. 1) 404mg/dl, 1-31, -4:00 am, before eating. 2) 361mg/dl, 1-31, 4:00 am, before eating. 3) 331mg/dl, 1-31, am, before eating. 4) lo, 1-31, am, before eating. 5) 521mg/dl, 1-31, am, before eating. The test strips expire 07/31/2015 and were first opened 1 1/2 weeks ago. No adverse event reported.

Manufacturer narrative:
(B)(4) product not returned for evaluation. Most likely underlying root cause is: strip issue.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).